Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code for internal memory error. The service engineer replaced the breathing control printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to the customer after passed functional tests. The control pcb disappeared during the return shipment and could not be further investigated. The evaluation of received device logs confirms the reported technical error code. Before that, a technical error code indicating disabled valves had been generated four times, the first time as early as april 28, 2021. The date of event will be updated accordingly. Accompanying messages indicate a hardware error, possibly an incipient memory error. The conclusion is that the found technical error codes indicate a hardware problem with the control pcb that may lead to stop of ventilation. As no part was received for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).